Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. C40062) for female sterilisation. The patient had a medical history of parity 2, gravida ii, leiomyoma and chronic cervicitis on (B)(6) 2021. The patient had a family history of breast cancer. Concurrent conditions were listed as uterine fibroid, uterine leiomyoma and abnormal uterine bleeding since (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingo-oophorectomy observatory cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: both fallopian tubes are not opacified by contrast, an expected finding for essure related tubal luminal fibrosis at isthmus. Impression: non opacification of both fallopian tubes, consistent with tubal occlusion related to essure placement. [Pathology test] on (B)(6) 2021: tissues: uterus, cervix, bilateral fallopian tubes and ovaries. Final diagnosis: robot assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy uterine cervix: -chronic cervicitis. -negative for hpv change, dysplasia and malignancy. Endometrium: -secretory endometrium. -negative for endometrial hyperplasia and malignancy. Myometrium: -leiomyoma. -negative for malignancy. Right and left fallopian tubes: -complete transverse section (2) -negative for dysplasia and malignancy. Right and left ovaries: -hemorrhagic corpus luteal cysts. -follicular cysts. -corpora ulbicantia. -negative for malignancy. Gross description: the right fallopian tube measures 6.5 cm in length and 1.2 cm in diameter. The left fallopian tube measures 6.5 cm in length and 0.8 cm in diameter. The fallopian tubes contain essure coils. Lot number: c40062, manufacture date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. C40062) for female sterilisation. The patient had a medical history of parity 2, gravida ii, leiomyoma and chronic cervicitis on (B)(6) 2021. The patient had a family history of breast cancer. Concurrent conditions were listed as uterine fibroid, uterine leiomyoma and abnormal uterine bleeding since on (B)(6) 2021. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2406 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingo-oophorectomy observatory cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: both fallopian tubes are not opacified by contrast, an expected finding for essure related tubal luminal fibrosis at isthmus. Impression: non opacification of both fallopian tubes, consistent with tubal occlusion related to essure placement. [Pathology test] on (B)(6) 2021: tissues: uterus, cervix, bilateral fallopian tubes and ovaries. Final diagnosis: robot assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy uterine cervix: chronic cervicitis negative for hpv change, dysplasia and malignancy endometrium: secretory endometrium negative for endometrial hyperplasia and malignancy myometrium: leiomyoma negative for malignancy right and left fallopian tubes: complete transverse section (2) negative for dysplasia and malignancy. Right and left ovaries: hemorrhagic corpus luteal cysts. Follicular cysts. Corpora ulbicantia negative for malignancy gross description: the right fallopian tube measures 6.5 cm in length and 1.2 cm in diameter. The left fallopian tube measures 6.5 cm in length and 0.8 cm in diameter .the fallopian tubes contain essure coils. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history,lab data,lot no,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6), 2015, the patient had essure inserted. In (B)(6), 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.